Manufacturer narrative:
(B)(4). Evaluation summary: the evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to this iipv discovered during evaluation. Based on a review of all available therapy log data, the most probable cause of the iipv was determined to be insufficient drain when multiple cycle(s) advanced to fill when slow / no flow condition occurred above the minimum drain volume threshold. The device will be routed to the service area. (B)(4) is currently open for the reportable malfunction of iipv / overdelivery.

Event description:
During evaluation of a returned homechoice machine, a possible increased intraperitoneal volume (iipv) situation was identified which occurred on (B)(6) 2009 during drain cycle 5. The patient's ultrafiltration reading was 91ml. The programmed fill volume was 290ml. This information gave a total drain volume of 381ml which meets iipv criteria. According to the nurse, the patient was not overfilled; the patient's fill volume should be 400-500ml, however, the patient's mother does not want to increase it to that amount. Furthermore, therapy has been going well for the patient and the patient's mother has not reported any difficulties. The nurse stated it is unlikely that the caregiver connected before connect yourself or pressed go prior to closing clamps, however, the nurses would not have. No symptoms have been reported. According to the patient's mother the nurses were performing therapy at the time of the event, therefore, she is not sure if go was pressed prior to closing clamps or if the patient was connected before connect yourself. Furthermore, the caregiver did not recall whether the patient had symptoms during the instance of iipv found during evaluation. However, the patient is doing well and has continued therapy successfully. A new device was received. There was no patient injury or medical intervention.

Manufacturer narrative:
Of the initial medwatch stated that the increased intraperitoneal volume (iipv) situation occurred on (B)(6) 2009. This should be corrected to (B)(4) 2009.

Event description:
It was reported that the pt underwent a fusion procedure at l5-s1 where rhbmp-2/acs was used. Six days post-op, the pt presented to the ER with fever, right calf pain, and back pain and was admitted overnight.